Manufacturer narrative:
All product features corresponded with the valid specifications of the waldemar link (B)(4) at the time, when the item was produced. Both the user guide and the surgical technique provide sufficient information to the user to ensure a safe application of the product. The visual inspection showed a trouble-free function of the connection component. It was possible to fully deploy the axis with the screwdriver. The axis extends smooth. Additional information such as post x-rays, patient data or the surgical reports (initial or revision) were requested three times since we received the complaint and have not been submitted. According to the quality documentation review and the investigation results a product failure can be excluded.

Event description:
On (B)(6) 2017: according to surgeon patient presents with multi-directional instability after being stable for months post operatively. Device was implanted in (B)(6) 2016 and presented unstability within the last week. Notification of the event occurred on (B)(6) 2017 via phone contact from the dr. And current x-rays sent. X-rays transmitted to w. Link for evaluation and comment. Subsequent revision surgery was performed on (B)(6) 2017. Hinge retrieved appeared to demonstrate a lack of full deployment.

Manufacturer narrative:
Adverse event or product problem, type of reportable event. Corrected. After re-evaluation of the complaint we determined that the correct classification is adverse event (adverse event or product problem) / serious injury (type of reportable event).

Manufacturer narrative:
All product features corresponded with the valid specifications of the waldemar link (B)(4) at the time, when the item was produced. Both the user guide and the surgical technique provide sufficient information to the user to ensure a safe application of the product. The visual inspection showed a trouble-free function of the connection component. It was possible to fully deploy the axis with the screwdriver. The axis extends smooth. Additional information such as pre x-rays or the surgical reports (initial or revision) have not been submitted. According to the quality documentation review and the investigation results a product failure can be excluded. The waldemar link (B)(4) is aiming for the highest product quality and trying to keep the failure rate as low as possible by means of the customer feedback. Permanent employee trainings and market surveillance are performed.

Event description:
(B)(6) 2017: according to surgeon patient presents with multi-directional instability after being stable for months post operatively. Device was implanted in (B)(6) 2016 and presented unstability within the last week. Notification of the event occurred on (B)(6) 2017 via phone contact from the dr. And current x-rays sent. X-rays transmitted to w. Link for evaluation and comment. Subsequent revision surgery was performed on (B)(6) 2017. Hinge retrieved appeared to demonstrate a lack of full deployment.